Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Event description:
The customer reported a battery fault. The customer contacted product support and requested intervention to check where the problem was coming from because the device is new as well as the battery. This problem was not detected on a patient. The device has 50 hours of use and has not yet been put on the patient. When the pm pcba detects a battery error, the ventilator continues to ventilate and the battery charger turns off.